Manufacturer narrative:
Pump passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify low reservoir alarm due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was sticking out. The customer's blood glucose level was unknown. The customer reported that the insulin was squirting out during manual prime process and they also had low reservoir alarm. The insulin pump will be returned for analysis.